Event description:
Healthcare professional reported ¿1 case of infection¿, ¿1 case of hematoma¿ and ¿2 cases of postoperative bleeding¿. This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of unspecified infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: unspecified infection.